Event description:
It was reported that the atrial lead exhibited a fracture. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the outer insulation was abraded at 9.4 cm - 9.9 cm from the connector pin, consistent with damage caused by friction to the device can.